Event description:
Boston scientific crm received info that this right ventricular (rv) lead will be extracted due to pt infection. No adverse pt effects have been noted. At this time, the lead has not been returned, and no other info is available. Implant, explant and event dates were not made available.